Event description:
IV pump stopped while infusing into patient. Unable to turn IV pump on. Cardiac medication being infused at the time. Replaced IV pump with new machine. FDA safety report ID # (B)(4).